Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device failed electrical safety test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, defibrillation cycle testing, hi-pot testing, and environmental chamber testing without duplicating the report. The device was returned to zoll inventory, and a replacement device will be processed for the customer. No trend is associated with reports of this type.